Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible. This is expected since the valve went through a decontamination process that includes a high concentrate of a tissue fixation and the blood contact. All leaflets were intact. All commissures were intact. Hydrodynamic test results showed the gradients were slightly lower than the baseline data. As indicated by test results, there was good coaptation with no evidence of leakage upon leaflet closure. Conclusion: analysis could not duplicate the clinical observation as the valve functioned within specification during laboratory testing.

Manufacturer narrative:
After completion of analysis here at medtronic, echocardiograms were requested and sent to a third party for analysis. A transesophageal echocardiogram (tee) was reviewed. On the initial images it was the reviewer's impression that the patient was not fully separated from cardiopulmonary bypass based on the under-filled appearance of the cardiac chambers and on the unusually long duration within the cardiac cycle of the aortic regurgitation jet. There was probably moderate aortic regurgitation of probable paraprosthetic origin. Imaging was not adequate to comment of the anatomy of the bioprosthetic leaflets. On the later echo the valve appeared well seated, but leaflet anatomy was not demonstrated. There was mild aortic regurgitation of indeterminate origin. The cardiac chamber appeared somewhat larger and less decompressed. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: further investigation could not determine a cause to this clinical observation. It appeared that the valve was

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valve, echocardiographic findings revealed an aortic regurgitation jet from the center of the valve to the right cusp. Subsequently, the valve was replaced with another manufacturer's porcine valve with no adverse patient effects. The physician said that there was nothing unusual during the implant process of the mosaic. The holder was attached with the valve when the physician made the suture ligature, and he did not damage the valve cusps. After explant a visual inspection did not indicate any damage to the explanted valve.